Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014, patient presented with pre-operative diagnosis as ruptured disc in the back. The surgeon did th e surgery using a peek titanium interbody implants with grafting on nuvasive lateral vertebral body plates xlift. It failed. The doctor attempted to fix it and did not remove the nuvasive or peek failed devices. The problem continued to get worse.